Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The audio bolus button cover was found to be detached. A leak test was performed; the audio bolus button was found to be leaking and there was visible moisture found behind the display causing the pump not to power on. There was no damage found to the keypad; the keypad cover was removed and contamination was found under the up arrow and down arrow key contacts. Investigation could not be completed for the keypad and bolus button since the pump was unable to power on due to moisture.

Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was found to be detached from the pump. A leak test was performed and the audio bolus button was found to be leaking and there was moisture found in the display lens causing the pump not to power on. This report is made based on results of investigation completed on (B)(6) 2013.